Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a patient experienced an abnormal amount of dysphotopsia that is debilitating and interfering with her ability to drive at night. The patient frequently drives at night due to her occupation. Explanation of the iol, a tecnis multifocal zmb00u0260 is scheduled for (B)(6) 2015. The patient has another multifocal in her companion eye that will also be explanted. A separate MDR is filed for the companion eye.

Event description:
It was reported that the patient is scheduled to have an explantation of the intraocular lens (iol) in (B)(6) 2015. However, a follow-up was made to the customer on (B)(6), 2015, confirmed that the surgery did not occur and it has not been rescheduled.

Manufacturer narrative:
It was reported that the patient is scheduled to have an explantation of the intraocular lens (iol) in (B)(6) 2015. However, a follow-up was made to the customer on (B)(6) 2015, confirmed that the surgery did not occur and it has not been rescheduled. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. Results of raw material showed no deviation was reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.